Event description:
It was reported that during initial puncture of the patient's jugular vein using the introducer syringe and arrow raulerson syringe (ars), the operating physician was unable to aspirate blood with the syringe. As a result, the procedure was delayed. The affected device was removed and replaced with another device to complete the procedure. No additional medical intervention was required. There were no reports of patient injury, harm, or adverse health consequences associated with this event other than a delay in therapy. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4).